Event description:
It was reported that during a cervical nucleoplasty procedure using the dc spinewand w/ ciq, the wand displayed an error. The procedure was stopped and postponed because there was not a backup device available.